Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit was found with minor scratches on the top cover. The unit was placed in burn-in process and was unable to replicate the reported event. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use in unspecified procedure an otv error (e117) was displayed for their visera 4k uhd camera control unit. The customer also stated the error is upon bootup. They attempted to clear the error by rebooting the unit with brief system downs bet tween each attempts with success. The procedure was completed with a similar device from an unoccupied surgery suite. There was no reports of patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "9.2 troubleshooting guide·code:e117·error message:otv error·possible cause:camera control unit malfunctions. ·solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.